Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's health care provider made adjustments to the customer's basal settings, and the customer experienced low blood glucose (bg) levels ranging from 50-60 (mg/dl). To treat the low bg level, food was consumed. Recommendation was made to consult with health care provider regarding diabetes management.